Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0vhnn, implanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(6), product type programmer, patient. (B)(4).

Event description:
The consumer reported via the manufacturer representative (rep) that they were having incontinence. The rep informed the patient to check the settings and that the stim might not be strong enough. The patient attempted to use the patient programmer with the rep and could not successfully. The rep said that the patient programmer was not close enough and told the patient to put the antenna over the scar. After doing this, nothing happened. The rep said it was not able to sync because the patient programmer was in the box. The patient was told to turn it off and call the manufacturer. It was further reported that troubleshooting resolved the reported issue. The patient first got a poor communication screen. Then, the patient was able to successfully connect to the implantable neurostimulator (ins). It was confirmed that the patient programmer showed the ins was on. The patient was in program 4 at 0.9 volts. The patient was able to successfully use the patient programmer to adjust stim. The patient programmer appeared to be working as intended. It was also reported by the consumer that there was a loss of therapy. The patient was implanted on 2015-07-07 and since then, felt stim for 15 sec and then it was off for 8 sec. The patient reported that she still had incontinence if she goes from sitting to standing position or if she drove in her truck or sat in the recliner for 45 min and then stood up. The patient wanted to turn the device off for the night. The device made her get up last night at 2:30am and the night before as well. She never had to get up in the middle of the night to go pee. The patient felt stim in the bicycle seat area at 0.9 volts. The amplitude was increased to 1.0 volts and the stim was comfortable but now it was felt at a lower part of the butt cheek. The amplitude was increased to 1.2 volts and felt stim in both the bicycle seat area and lower butt cheek area. It was noted that the patient did not feel stim in the correct area. The patient would stay at 1.2 volts and monitor her symptoms. The patient was going to follow-up with their health care professional (hcp). The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. If additional information is received, a follow-up report will be sent.